Manufacturer narrative:
(B)(4). Pt info requested. The device has been received for eval. A follow up report will be submitted with the investigation findings.

Event description:
Customer reported insulin bag was started at 01:30 at 8 ml/h on (B)(6) 2010 on channel c and bag was dry at 03:00. Micu nurse found insulin bag empty without an air-in-line alarm. Pt required treatment with 1 amp d50 given for blood sugar of 33. Pt returned to baseline following treatment. Facility's biomed tested the pump and it was found to be working as designed. No additional info was available.